Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a yellow biohazrd bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report due to catheter breakage. The device was returned with the balloon deflated and the catheter was broken. A break in the outer blue catheter was identified approximately 114.5cm from the distal end of the white strain relief. The catheter was also kinked at 108.0cm and an unknown dark substance was also observed within the distal tip of the device. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. Both glue joints, where the balloon meets the catheter and the distal tip to balloon joint, passed the gauge test. No portion of the catheter or balloon material appears to be missing and no other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to catheter breakage. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. It was unknown if negative pressure was applied to the balloon prior to advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was initially reported [that the] balloon malfunctioned during use. There was no reportable information at this time. The device was received for evaluation on 09july2024. The catheter is broken approximately 114.5cm from the base of the white hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.